Manufacturer narrative:
Device evaluation summary: 02/02/10: device evaluation of monitor (B)(4) has been completed. The reported problem (end cap came off) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and one of the cables running from the computer/analog pca board to the auxiliary board was broken. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. The cable was replaced and the monitor was fully functional. No adverse event resulted from the broken cable. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called in to zoll lifecor customer support to report that the top of his monitor case had come apart, and that the internal wires had been pulled apart. The patient was provided with a replacement monitor.